Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. There was no sample and/or photo available provided from the incident lot number in support of this defect. Based on the investigation, a root cause could not be determined within the scope of this evaluation. However, as these tubes are manually filled, there is a possibility for the operator to in advertently fill the same tubes twice. (B)(6).

Event description:
It was reported that the regen¿ tht® nc: 1.0ml tubes had too much additive in them.

Manufacturer narrative:
Date received by manufacturer correction.

Manufacturer narrative:
The device history records were reviewed for batch 6182782 with no issues being identified.

Event description:
It was reported that the regen tht nc: 1.0ml tubes had too much additive in them.